Event description:
It was reported that this pacemaker system was suspected to exhibited loss of capture (loc) oh this right atrial (ra) lead. The patient was reported to experience a syncopal episode. Boston scientific technical services (ts) was consulted and recommended further evaluation of this ra lead. No additional adverse patient effects were reported. At this time, this device system remains in service.